Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to the lung during a laparoscopic video assisted thoracoscopic lobectomy, a crack was heard on the first firing, and on the second, the reload was unable to fire. They opened a new device to complete the case. There was no patient injury.